Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer's blood glucose level was unknown. It also stated that insulin pump did not turned on after putting battery. Insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump received with blank display, problem isolated to mother board. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display.